Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string came out of the tampon and as she manually removed the tampon it crumbled into pieces. She went to the ER where they flushed out tampon pieces. She was prescribed amoxicillin to prevent infection and ibuprofen. She followed up with her obgyn and there were no tampon pieces found.